Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number has been reported, a device history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 'Smoker' was erroneously reported on initial report.

Event description:
It was reported that the patient has a tibial nonunion status post tibial fracture with intramedullary (im) nail insertion on (B)(6) 2013. Device was explanted on (B)(6) 2014. Patient was reamed to 14.5 mm and a 13 mm nail was inserted and locked. There were no reports of patient harm or of a surgical delay. This report is for an unknown nail. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history records for manufacturing revealed no complaint related issues.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.